Event description:
The guide was used for implant surgery. During surgery on (B)(6) 2021, implant #10 perforated the buccal plate, resulting in the doctor removing it and grafting the site. The patient has now healed, and the doctor will be submitting new scans for a remake.the guide was also used to successfully place an implant at site #7.

Manufacturer narrative:
Based on our investigation, we can conclude that all production processes were properly followed, and the returned guide passed its trajectory analysis. As such, the cause of the deviation could not be determined, and may have been due to complex clinical aspects outside the scope of this investigation.